Event description:
Boston scientific received information that the right ventricular (rv) lead was explanted. The field representative reported that the patient has twiddler's syndrome. Additional information received indicated the rv lead was dislodged as confirmed by x-ray and lead measurement. The lead was observed to be curled up in the device pocket. This rv lead is no longer in service and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.